Event description:
The patient reported that insulin was not coming out the tubing. Replacing the tubing did not resolve the situation. The patient's blood glucose level rose to 700, requiring hospitalization.